Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received two occlusion alarms. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the first occlusion was found to be within the cartridge. As the customer had changed the supplies after the second occlusion, the cause of the occlusion was unable to be determined; however, another system check was performed using the current supplies on the pump and they were functioning as expected.